Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that green light on the brand new mobile power unit (mpu) did not work during initial inspection. The unit was exchanged.

Manufacturer narrative:
Section a: patient information was requested but was not provided. Manufacturer's investigation conclusion: the reported event of no visual power light on the mobile power unit (mpu) was confirmed. During the evaluation at the service depot of the returned mpu, serial (B)(6), it was noted that the led overlay label was placed inverted 180 degrees from the correct position. The mpu was plugged in to an ac power source and the reported event was confirmed, the led indicators were not visible due to the led overlay being installed incorrectly. The customer was provided a warranty replacement and the returned mpu was forwarded to ppe. The unit was disassembled, and the overlay label was observed to be covering the led indicator windows. The unit was connected to ac power and was found to operate as intended. Similar events have been previously identified and the root cause for the reported event was determined to be the overlay label being incorrectly placed during the manufacturing process due to operator error. An awareness training was conducted for operators assigned to the mpu final assembly production line. The returned mpu was manufactured before these changes were implemented. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. C) section 3-¿powering the system¿ states that if the green ¿power on¿ light does not come on, the mobile power unit may have a problem. Do not use a defective device. Contact for a replacement, if needed. No further information was provided. The manufacturer is closing the file on this event.